Event description:
It was reported that during primary functional endoscopic sinus surgery (fess) in the operating room (or), the trudi navigation system (fg-2000-00) displayed 'general error code 1107'. It was reported that the "case went on without navigation". No patient injury or delay in procedure occurred. Subsequently, the customer reported a burning odor from the trudi system after it had been plugged in for over one hour, along with noticeable overheating from the rear of the unit. Additionally, the fse perceived a smell in the isolation transformer during their assessment.

Manufacturer narrative:
The trudi navigation system (fg-2000-00) was evaluated in the field for the reported issue of "general error 1107": a field service engineer (fse) performed remote troubleshooting of the trudi system with the acclarent account manager. The console and trudi system were power cycled, and the console status remained red. The usb cable connection between the instrument hub and workstation were verified. The account manager retightened nidaq cables on both the console and workstation. The fse determined that an on-site service visit was required and placed an order for replacement console and emitter kit. The field service engineer (fse) was dispatched to the facility for evaluation of the unit. It was subsequently noted that the customer reported a burning odor from the trudi system after it had been plugged in for over one hour, along with noticeable overheating from the rear of the unit. The fse verified error 1107 with the console showing a red status and perceived a smell in the isolation transformer; however, the trudi system powered on as normal. The fse replaced the nidaq cables, isolation transformer, console and emitter pad. Calibration files were uploaded and the fse reimaged the system to updated software and installed licenses. However, the console still displayed a red status and error 1107, as well as location server values displaying red. The fse later executed advanced troubleshooting and ordered replacement parts. The fse returned to the customer¿s site to continue troubleshooting the system. Fse manually installed new calibration files and power cycled the trudi system multiple times and console stayed green. The fse performed validation tests (cube, noise) which passed. Fse then verified and exported calibration files for backup/archive and confirmed system was operating within manufacturer¿s specifications. The customer-provided image was reviewed as part of this evaluation. The image was used to confirm product identification and to document the reported condition. The image supports the reported issue, as it shows evidence of a red bar under the console and error 1107 displayed on the trudi system. However, image review is limited to visual assessment only and cannot replace a physical device evaluation. The cause of the issue was isolated to the navigation console, emitter pad, ni-daq cables, the isolation transformer, and the workstation. The complaint history of the system was reviewed, and no trends of this product issue were found. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.